Event description:
It was reported that the rv lead was explanted due to oversensing. No patient complications were reported as a result of this event. Attorney alleges patient experienced injury, including inappropriate shocks, and fracture related to the defective lead. Allegation further indicates the patient has sustained and will continue to sustain physical injuries and/or death, severe emotional distress, and mental anguish. No further patient complications were reported as a result of this event.